Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material clogged in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. From the obtained information, it is possible that due to physical damage to the device, the foreign material could not be removed even after proper reprocessing. The foreign material could not be identified as well as the cause of the residual foreign material. Also, it was confirmed that there was deformation of the air/water nozzle. It was noted, however, that reprocessing was conducted in accordance with IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual which could have prevented the phenomenon: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent. An evaluation of the returned device confirmed the customer allegation. K-wire has a cut. Due to wear of forceps control lever, water tightness is lost. Due to a pinhole on ch-tube, water tightness is lost. Adhesive on a-rubber has a crack. Adhesive on a-rubber has white-clouded area. Objective lens has a crack. The switch, grip, objective lens and connecting tube had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the forceps elevator wire of the duodenovideoscope was frayed. The device was returned and an evaluation at the repair center revealed clogging of nozzle with foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.